Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoracoscopic bullectomy. Reportedly, the instrument did not fire. No pt injury was reported.